Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic forceps device was sticking in the open and closed positions while performing a membrane peel during surgery. An alternate forceps unit was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information is provided. A sample was not received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).